Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that one of the implants was at end of service after nine years and they were looking at replacing it. The representative stated that contacts 2 and 4 were over 10000 ohms on the left lead and previously only contact 2 had been out. The patient was only using contacts 5, 6, 7 on the left lead and therapy was working and was great for the patient. The indication for use was occipital neuralgia. No patient symptoms reported. Additional information received from the manufacturer representative reported that the battery was replaced on (B)(6) 2019 due to end of service. The reason for the high impedance was not determined, but after the leads were placed into the new battery impedances were all within normal range. The issue was resolved.